Manufacturer narrative:
Medwatch sent to FDA on 08/16/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, hyperaemia, and palpable nodulation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of edema, hyperaemia, and palpable nodulation as follows: contra-indications "do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area." Undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported approximately 3-4 months after injection to the eyelids, submuscularly, with juvéderm® volbella¿ with lidocaine patient developed late local edema, hyperaemia, and palpable nodulation without fluctuation on the bilateral inferior eyelids. The event began in one eyelid and then moved to both. Patient was initially treated with injectable corticoids with improvement. Later there was recurrence and patient was treated with antibiotic eye drops and "topical cream (diprogenta like)." The physician has noted the "case is critical and the patient is still with the complication." Patient was recommended to get an evaluation with an ophthalmologist.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported approximately 3-4 months after injection to the eyelids, submuscularly, with juvéderm® volbella¿ with lidocaine patient developed late local edema, hyperaemia, and palpable nodulation without fluctuation on the bilateral inferior eyelids. The event began in one eyelid and then moved to both. Patient was initially treated with injectable corticoids with improvement. Later there was recurrence and patient was treated with antibiotic eye drops and "topical cream (diprogenta like)." The physician has noted the "case is critical and the patient is still with the complication." Patient was recommended to get an evaluation with an ophthalmologist.